Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.11c, retainer ring = black. Customer returned pump for alleged no delivery anomaly found on 07/22/2021.. Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No unexpected no delivery alarms noted during testing. Unit successfully downloaded to thus. Confirmed pump alarm bolus not delivered alarm on 07/19/2021 17:34:15.000 in pump downloaded history. No unexpected no delivery alarms in pump history download. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, minor scratches on lcd window. In summary, customer allegation for no delivery was not confirmed. No unexpected no delivery alarms noted during test.

Event description:
Medtronic received information that no delivery/occlusion alarm - unknown timing, exposed to moisture, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.